Event description:
The consumer reported conflicting results with two binaxnow covid-19 antigen self tests performed on unknown date. The patient initially tested positive using an unknown brand "almost two weeks ago". The first test using the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 generated a negative result. Repeat testing performed the same day generated a positive result. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot: 210345 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 195-160/ lot: 210345, test base part number: 195-430wjr / lot: 207443. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 210345 showed that the complaint rate is (B)(4) respectively. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.